Manufacturer narrative:
Additional information was obtained from the physician. The patient was in very critical condition and the prognosis was bad. The patient expired due to multi organ failure.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A patient of unknown age and sex presented in cardiogenic shock (scai stage unknown) secondary to an acute myocardial infarction and was implanted with an impella cp device for mechanical circulatory support. On post-implant day 1, a complication involving the impella was reported. The groin access site required surgical reopening, and the physician sutured the impella in place, after which the device could no longer be repositioned. The device subsequently displayed a red alarm indicating ¿impella in aorta.¿ transthoracic echocardiography (tte) was not feasible; only transesophageal echocardiography (tee) could be performed. However, due to a generalized bleeding condition (reported as not related to the impella), the physician preferred to avoid tee. The physician was advised to verify device position and correct it if necessary. The physician inquired about muting the position alarm and indicated intent to discuss the case with a senior physician. A subsequent update indicated that, due to complications with the impella cp and the need for a higher level of support, the patient was escalated to an impella 5.5 device. Approximately seven hours later, the patient expired. The physician reported that the patient had been in critical condition with a poor prognosis. The cause of death was reported as multi-organ failure and was not attributed to the impella device. Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleed was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient encountered complications during impella cp support. The medical doctor (md) reported about a complication during impella implantation, which required the groin to be surgically opened. The cardiologists subsequently sutured the impella, so it could no longer be repositioned. Additionally, the impella had a red alarm "impella in aorta." Transthoracic echocardiography was not possible, only transesophageal echocardiography. However, there was a concern for continuing support to a generalized bleeding problem (not impella-related). The situation was discussed in detail with the md, and they were advised to verify the impella position and correct it if necessary. The md was instructed on how to mute the position alarm and wanted to discuss further the situation with the senior physician. The decision was made to escalate the patient's therapy from an impella cp to an impella 5.5 due to complications with the impella cp and need for higher support. However, after a few hours on the impella 5.5, the patient passed away.

Manufacturer narrative:
Patient information was not provided. Therefore, section a was left blank. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.